Event description:
Although originally reported as unstable speed, additional information provides that the system never exited from the dynaglide function, the turbine never functioned in the normal mode and the speed never surpassed 60000 rpm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure the console spontaneous switched into dynaglide mode. After one minute of ablation with the rotablator console, the console spontaneously and permanently switched into dynaglide mode. The procedure could not be completed. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).